Event description:
It was reported that the pump felt hot to the touch.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the pump was operating within required specifications. A crack in the battery compartment was observed and there was evidence of corrosion in the battery compartment and on the battery cap. The pump was exercised with no evidence of overheating observed. Electrical current draws were conducted, which were within specifications.